Event description:
User error. The customer used the wrong correction factor when performing dispenser verifications on the ortho summit processor. No death or serious injury was assoicated with the incident.